Event description:
It was reported that patient presented to the clinic with low lead impedance and noise. Patient was asymptomatic. The physician performed diagnostic imaging and found no anomalies. The lead will be revised and current patient condition is good. No further information is available at this time.

Event description:
New information notes the lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 21.0cm from the connector pin was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed. Following fields deleted: reason_for_no_eval_code.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.